Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify weak battery alarm and failed battery test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display and unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer reported that the pump screen was white and got an alarm unexpected restart pump reset as she was going through reset the pump screen went blank again. The customer reported that they had damage on the battery side. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.